Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had open book image. Customer's blood glucose value was unknown. The customer stated that they saw a open book image on insulin pump display. Customer also stated that insulin pump was beeping and she did not know what is wrong with it. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm with constant tone during testing due to moisture damage on electronic assembly.